Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube. No blank display noted.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 188 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was advised to remove the battery for two hours and call back if the issue persisted.